Manufacturer narrative:
(B)(4). Concomitant medical devices: 42522800418 - articular surface - 64286232; unknown patella; unknown stem; unknown femoral component. No product was returned or pictures provided; visual evaluation could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. It was reported the patient fell causing the bone break, however it is unknown if the implants caused the patient to fall. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent right tka. Approximately 4 years post implantation, the patient was revised due to tibia loosening. Office notes from a month before the revision note that the patient had fallen twice. Attempts have been made and no further information has been provided.